Event description:
New information received notes the atrial lead had oversensing noise. The patient was stable.

Event description:
It was reported a patient's atrial lead presented with oversensing and the lead was explanted in a procedure on (B)(6) 2024. During procedure, the left ventricular (lv) lead insulation breached, and the slack changed on the right ventricular (rv) lead, so these leads were explanted in the same operation as well. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b1, b2, h1.